Event description:
Pt name: (B)(6). Potential lead integrity issue. Lead manufactured by st. Jude. Case: (B)(4) / pe (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).